Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician repositioned the lead twice the third time it was noted on fluoroscopy that the helix would not deploy. The physician pulled the lead out of the patient to check it and the helix problem was confirmed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.